Event description:
It was reported that during an implant attempt for system upgrade, the lead was unstable within the target vessel, dislodged, and had diaphragmatic pacing. The physician decided to attempt another lead and was unable to find a suitable placement due to diaphragmatic pacing within the target vessel. After several repositions and due to the lack of additional target vessels the physician elected to not implant the bi-ventricular lead at this time. A defibrillator lead was implanted in the rv apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 419488 lead was returned, analyzed and revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).